Event description:
Information was received indicating that during use of this smiths medical cadd legacy plus pump, the pump exhibited "no disposable pump won't run" alarm. No adverse effects reported.